Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and stenosis is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized for chest pain. Coronary angiography showed 80% stenosis of the left main coronary artery (lmca) and proximal left anterior descending (lad) coronary artery. A 2.25 x 23 mm xience xpedition and a 2.75 x 18 mm xience xpedition stents were deployed as treatment. The patient was discharged on (B)(6) 2014. Information received from the 4-year follow-up on (B)(6) 2018 indicated that on (B)(6) 2017 the patient was re-hospitalized for chest pain. Coronary angiography showed stent intimal hyperplasia in the lmca and 90% stenosis of the distal left anterior descending coronary artery. Medication was given as treatment. The patient was discharged on (B)(6) 2017. Per the physician, the relationship between the event and the device may be related. The patient is in good condition. The 2.75 x 18 mm xience xpedition stent was patent in the proximal lad. No additional information was provided.